Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 3 years and 1 month. The pump remains in use supporting the patient. A direct correlation between the gi bleeding and the device could not be determined. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient was admitted to the hospital for gi bleeding. The patient's hemoglobin was 6.4 g/dl and inr was 3.6 at that time. The patient was transfused with 3 units of packed red blood cells. On (B)(6) 2016, an esophagogastroduodenoscopy and colonoscopy were performed. Active bleeding was found in the distal body of the stomach and an arteriovenous malformation (avm) was clipped. On (B)(6) 2016, the patient's hemoglobin was 7.4 g/dl and inr was 1.9. The patient was bridged with lovenox. The patient was maintained on aspirin 81 mg and warfarin with an inr goal of 2-3. No changes were made to the patient's anticoagulation regimen before or after the gi bleeding event. On (B)(6) 2016, the patient was readmitted to the hospital for recurrent gi bleeding. The patient's inr was 7.0 and hemoglobin was 5.0 g/dl. The patient was given vitamin k and fresh frozen plasma, and was transfused with 4 units of packed red blood cells. On (B)(6) 2016, the patient's inr was 2.6. Aspirin was discontinued. On (B)(6) 2016, a colonoscopy was performed and an avm in the colon was located and cauterized. It was reported that the patient does not have any more active bleeding. The patient was still in the hospital awaiting a bed in the rehabilitation center. No additional information was provided.